Manufacturer narrative:
The carefusion identification file is (B)(4). This MDR is being submitted in response to a two year retrospective complaint review that was performed by carefusion to identify MDR's following the issuance of a 483. The device was returned for analysis; the carefusion service department confirmed the reported issue and stated that the most probable root cause of the reported event was due to a defective motherboard. The motherboard had a burned circuit on it. Should additional information become available a supplemental report will be submitted. Carefusion continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported the smell of smoke coming from their optiplex xe computer. The computer subsequently shutdown and would not turn back on.